Event description:
Event description guidant received information that this biventricular pacemaker lacked ventricular pacing as observed on an external electrocardiogram. During the periods of no pacing the patient became syncopal. The physician evaluated the pacemaker and no irregularities were noted. The thresholds, sensing, and impedance measurements were within normal limits. Noise was not noted on the leads and the no pacing state could not be reproduced. An invasive procedure was performed to evaluate the pacing system. The reported lack of pacing could not be reproduced during the procedure and the physician elected to replace the pacemaker, as the implantable pacing leads had no irregularities.